Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose had been running high. The customer treated with an insulin pen and changed the infusion set several times to resolve the issue. The blood glucose reached 504 mg/dl. The drive support disk was normal and recessed. The time and date were correct and the bolus wizard and basal rate settings were programmed accurately. The insulin pump passed the high pressure test. The customer was advised to change the entire set, reservoir and insulin and treat per a health care professional's instruction.